Event description:
The pt was discharged the same day. Ten days later the pt came to the emergency dept with complaint of swollen knee. Swelling was from below the knee to mid-thigh and thought to be due to compression on lymphatics due to recent procedure. The pt was discharged. Two days later (12 days post procedure) the pt returned to the emergency dept with swelling in the right groin. A vascular study demonstrated a psuedoaneurysm and hematoma with compression of the vascular structures causing venous congestion. Surgery that same day revealed a laceration of the external iliac artery and a hematoma traversing through out the inguinal ligament. The defect in the artery was repaired with a saphenous vein graft. The pt subsequently developed an infection in the groin. Add'l surgery to debride has been done. The pt remains hospitalized.